Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the left ventricular (lv) exhibited loss of capture in all vectors. Fluoroscopy confirmed that the lv lead was dislodged into the right atrium (ra). The lv lead was explanted and replaced. The patient remained stable throughout the procedure.